Event description:
See MDR 3010532612-2014-00008 for the first event involving this patient. It was reported that in the cath-lab during use of the catheter, the user was again unable to inflate the balloon. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
Complaint no. (B)(4).